Event description:
A customer reported that a system message displayed and the system shutdown during a vitrectomy procedure. The system exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and performed a retrofit to the system. The software was updated. The system was then tested and met all product specs. A review of the system's event log for the date of the reported event confirms one instance of the system message reported displayed. The reported system message was confirmed through event log review. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4).